Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of right ventricular capture was observed. A chest x-ray was inconclusive; it was thought that the lead had dislodged. The lead was explanted and replaced. The patient was noted to be in good condition and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).